Event description:
It was reported that a malfunction with code 9 occurred, which was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and contact support again if the issue reappears.